Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Device has been explanted and not replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. Deformation observed. Yellow particles on the surface of the shell. Wear abrasion observed. No further actions are required as the device was implanted. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Additional observations: red particles observed on the surface of the device. Observed deformation on the device. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Device has been explanted and not replaced.